Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. No noise was noted. Boston scientific technical services (ts) was consulted and discussed to continue to monitor this patient. No adverse patient effects were reported. At this time, this device system remains in service.